Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle got stuck on the cap and prevented insulin from coming out during use. The following information was provided by the initial reporter, translated from german: "during the use, needle gets stuck on the cap and therefore no insulin comes out!!"